Event description:
It was reported that a device was used during an unknown procedure. The device produces a constant tone. Substitute hand piece corrects the problem. The case was completed with another hp052 and cautery. There was no pt consequence.